Manufacturer narrative:
(B)(4). Date sent: 5/11/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2026. B3: unknown; captured as awareness date. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: were any fragments generated? Did fragments generated fell off inside the patient? No. If yes, were they completely removed from the patient without additional intervention? Could you please provide the lot/batch number? Unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown surgery, an unknown error occurred after 1 hour and 30 minutes of use, and the device became unusable. A replacement was used. After retrieving it from the operating room, it was confirmed that the blade had broken. There were no adverse consequences to the patient. No further information is available.